Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up down, arrow button was harder to press, plastic face cover was slightly peeling off. The customer¿s blood glucose level was 275 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.